Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening on posterior and anterior. Leak test and microscopic analysis was performed. Which identified, striated opening, crease smooth opening, white biological tissue inner the shell. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.